Manufacturer narrative:
Date of occurrence: (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow event was observed with a small volume folfusor before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured march 14, 2017 ¿ march 16, 2017. The device was received for evaluation containing approximately 98ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.